Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's incision was dripping clear orange fluid since implant. The implant was on tuesday (B)(6) 2013, and she was told that she ¿would be showering by friday.¿ the patient called her physician the day after implant because she ¿could not move her neck backward or straight after the anesthesia wore off for 12 days.¿ patient stated she needed help just to go to the bathroom and that she went to the ER (emergency room) the friday after implant ¿because of her neck,¿ it was not reported if she told the ER doctor about the incision/drainage issue. Patient stated she saw her pain doctor at a post-operative appointment on (B)(6) 2013. At that appointment a hcp (healthcare provider) saw the incision and ¿dripping,¿ they said ¿everything looked great¿ and told the patient she could wash the incision. The reporter noted that ¿before it was more blood, more of reddish water,¿ but that it had turned ¿orange.¿ it was leaking ¿where the cardboard staple was.¿ at first it was itching and seemed like it was healing. The patient saw the managing physician on friday (no date was provided) after having washed the incision on wednesday (no date was provided) and the physician said "wow" and sent a letter to the implanting doctor. The managing physician reportedly told the surgeon not to be surprised if it was an infection. It was reported the patient fell asleep the day before the initial report after washing it again and fell asleep in the couch after a couple hours and ¿was covering about 12 inches and the width of the bandage,¿ the size of the bandage was not reported. It was noted the night before the initial report the patient ¿needed to put a towel over it so it wouldn't leak.¿ it was also reported the day before the initial report the patient ¿put some butterfly bandages, but that hasn't helped and her physician told her to put bactrim on it.¿ it was also reported the pain was still not gone. The patient had an appointment on thursday, the week following the initial report. The device system was used to infuse dilaudid. Additional information received reported that the patient was ¿in more pain since the surgery with the surgery and her chronic pain.¿ it was noted that the doctor had been increasing the medication ¿very slowly¿ and that the patient felt like she was ¿on nothing.¿ the patient was concerned that the dose 0.09989 mg per day should be actually micrograms and maybe the doctor made a mistake. The patient wanted to know what the equivalent for oral medication was. Additional information received reported that the patient said that pain pump dose was ¿not enough¿ and ¿too low¿ and she was not getting the pain relief she wanted. She was concerned about her post-operative wound; specifically that her pump pocket ¿drained for a long time,¿ but had since stopped. It was also reported that there was a ¿lump¿ on her back from the catheter. It was unknown if any action was required. The patient still had concerns about her device/therapy and was working with her doctor. The patient's next appointment was on (B)(6) 2013. Additional information received reported since implant the pump did not give the patient any pain relief. It was noted the patient had pain in her neck, back, legs, and arms. It was further reported the patient hated the pump and ¿it was not working, could not walk, and was in bed for days.¿ the patient did not want the pump in her and ¿would never install the pump again.¿ it was reported the healthcare provider (hcp) talked the patient into installing it and ¿the pump created more problems for her¿ and not covering the pain in her arms and legs. It was reported no one was helping the patient and she could not walk. It was also reported the hcp told the patient he would slowly increase the dose since ¿(B)(6)¿, but the patient still did not get pain relief. It was reported the hcp adjusted the pump ¿like if you look at a bowl of cornflakes and you make an adjustment and add one more cornflake. That¿s how their adjustments are, not anything spectacular.¿ the hcp gave the patient an adjustment on (B)(6) 2014 and the hcp also told the patient to go do a dye study to make sure that ¿nothing was plugged up and going to the right place.¿ it was noted the dye study was on (B)(6) 2014 and ¿it was clear and the dye was going through.¿ it was further reported during the dye study they had a hard time to get it through the pump because it ¿felt like five shots to get through the pump and it could have been three shots, but it felt like five and it hurt for a long time.¿ it was noted the radiologist said it was pumping through. It was reported the patient was still there on (B)(6) 2014 because she had anesthesia in her stomach and on (B)(6) 2014 she woke up and could not even walk. The patient wanted the hcp to increase her dose because she had been suffering for seven months. It was noted right after the patient was implanted she was in bed for two weeks and could not get out of bed and go to the bathroom and could not move her neck. On (B)(6) 2013, she went to the emergency room (ER) and the patient was ¿scared to death¿ and thought she was ¿paralyzed forever¿ and it lasted for two weeks. The patient was still having problems with her neck and ¿everything.¿ it was noted the patient was taking 180mg of oxycodone because her pancreatitis was very bad. The patient had magnetic resonance imaging (MRI¿s) done over the last year and a half to see what¿s wrong with her. It was reported the patient¿s last refill was on (B)(6) 2014 and she had dilaudid and ¿something else with some antihistamine¿ because of nausea. It was also reported on (B)(6) 2014, ¿they drained her pump with antihistamine.¿ the patient believed they just need to up her dose and the hcp had her on such a small amount because the patient cannot event walk or bend over now. It was reported the pump had caused her ¿nothing but hell.¿ a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-jul-2015, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. The pump administered dilaudid of an unknown concentration at an unknown dose rate. The indication for use regarding the pump was non-malignant pain. It was reported that the patient had nothing but problems with the pain pump. The pump never did her any good. It was described as being the worst time of her life since she had the pump. The pump was removed (B)(6) 2016. It was removed because she had the worst pain and the pump did not work for her. The patient had a hernia on the right side, which was the same side of the pump which was the pain she had. Caller states she was sick the entire time she had the pump. The patient was given oxycodone (date not specified). It was further noted that all of a sudden there was a white worm crawling up her skin that looked like mesh that was coming out like a string. It was further noted that a physician supposedly took the pump out at the end of (B)(6) 2016 and then the patient had to wait a month before the physician took the catheter out. It was described that the patient bled out for a month with spinal fluid until this happened. As per the manufacturer¿s device registry, the catheter was previously capped on (B)(6) 2016. It was noted that the patient needed magnetic resonance imaging (MRI) and found out that the catheter was still implanted. The patient had leads in her neck and they saw something in her pelvic area that looked like metal. It was further noted that the patient had a staple in left lung when the doctor punctured it, had a hysterectomy at age 30, could not eat and was anemic, had abdominal issues like pancreatitis, ulcers, and vomiting. It was further reported that on (B)(6) 2017 the patient had a seizure and the healthcare provider (hcp) had her come into the office. The patient was described as foaming at the mouth and could barely walk with her husbands help and walker. The hcp told the patient to go to the emergency room.